Event description:
It was reported to globus that a patient had noticed a clicking noise in his back. Post-op films shows the rise spacer had a loss of height. No revision surgery is planned, as the patient is not in any pain, and does not want to revision surgery.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The produce was not returned for evaluation and a thorough review could not be performed as no part number or lot number was provided. Since the implant remains in the patient, no evaluation could be performed. Additional information has been requested, and if provided a supplemental report will be filed.